Event description:
Boston scientific crm received information that a boston scientific field representative was requested to assist with a device interrogation for a patient who was experiencing loss of capture and diaphragmatic stimulation. No additional information was immediately available. The representative has been contacted for additional information.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
The representative subsequently reported that noise artifacts on the health care facility's telemetry had been misidentified as loss of capture. The patient's left ventricular stimulation was resolved with device reprogramming. There were no adverse patient effects, and no reportable issues.